Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after a shock. Interrogation revealed that the implantable cardioverter defibrillator delivered an inappropriate shock after incorrectly interpreting supra-ventricular tachycardia with rapid ventricular rate as ventricular fibrillation. The device was reprogrammed. The patient was stable.